Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume which meets increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The patient did not perform an off cycler manual exchange or fill. The patient did not currently have symptoms. The iipv did not occur during or due to off cycler exchanges. The last drain volume was not available. No further information could be obtained. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012, regarding the reported high drain 106/call pd nurse alarm. The pdn stated she was aware of the alarm and assisted the patient with programming their new cycler. The pdn stated the patient has not reported any other drain volumes or symptoms that meet iipv criteria. The pdn stated there was no patient injury or medical intervention associated with this event and that the patient has been continuing therapy successfully on their new cycler. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.